Event description:
A malfunction occurred on the pump, prompting the customer to seek emergency medical attention. The highest recorded blood glucose level related to this incident was 580 mg/dl. The customer had ketones, but these were not identified as life-threatening by the healthcare provider. The treatment involved intravenous fluids and insulin, which successfully resolved the issue. The customer has not been released from the emergency room, and no information about long-term effects was available at the time.